Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product is available for evaluation but it has not yet been received. Additional information will be submitted within thirty days upon receipt.

Event description:
During a percutaneous coronary intervention, the balloon of a cypher stent delivery system burst at below nominal pressure. According to the report, the target lesion at the proximal left anterior descending coronary artery was de novo, slightly calcified and slightly tortuous with 95% stenosis. Predilatation was conducted with a 3.0 x 20 mm avita balloon and the cypher was delivered to the target lesion. While the cypher was being inflated, the balloon ruptured at 8 atms. Post dilatation was required as the stent was under dilated. Post dilatation was conducted with a 4.0 x 10mm terumo hiryu balloon and the stent was successfully implanted without any pt injury.